Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was found in a bag at the hospital. Additional information confirmed that this product was explanted due to infection. There were no additional adverse effects reported.